Event description:
It was reported by the customer that 3 of the bd saf-t-intima¿ IV catheter safety system were broken. The following information was provided by the initial reporter: reached out to her omitted rep regarding broken saf-t-intima items today. Item# 383336 we spoke on the phone and said maddi is hoping to get on the phone with an omitted rep today. Omitted said ¿possibly 4 or 5¿ broken today.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection of the photo. Analysis of the sample showed that the sample in the photo was missing threading on the adapter. Bd determined that the cause of the failure was related to a molding error in our supplier¿s process. No DHR review was performed since the customer did not provide a batch number to report. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that 3 of the bd saf-t-intima¿ IV catheter safety system were broken. The following information was provided by the initial reporter: reached out to her omitted rep regarding broken saf-t-intima items today. Item# 383336 we spoke on the phone and said maddi is hoping to get on the phone with an omitted rep today. Omitted said ¿possibly 4 or 5¿ broken today.